Event description:
It was reported that when a 3.0 x 23 mm xience v stent delivery system (sds) was being advanced over a whisper guide wire, the catheter stuck on the guide wire and when attempting to continue to advance the sds, the balloon separated from the outer member before the sds entered the anatomy. The inner member remained intact. The sds and the guide wire were removed as a single unit and the a new xience v and whisper guide wire were successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The 3.0 x 23 mm xience v referenced is being filed under a separate medwatch report. Evaluation summary: the device was returned for analysis. Difficult to position/difficult to remove (guide wire resistance) was confirmed. Based on visual and dimensional analysis, there is no indication of a product quality deficiency. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot identification numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency.